Event description:
Olympus (ola) was informed by the biomedical engineer at the user facility that the customer 4k autoclavable camera head reportedly did not generate video before the laparoscopic surgery procedure. A similar camera was used to complete the intended procedure. No patient was involved or harmed in the event. The camera will be returned for evaluation.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 02-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.